Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06706. It was reported that balloon rupture occurred. The patient presented with abdominal aortic aneurysm and an endovascular aneurysm repair (evar) was performed. The target lesion was located in the moderately tortuous and mildly calcified abdominal aorta. After non-bsc stent was implanted, a 27/7/2/100 equalizer balloon catheter was advanced for stent-graft touch up; however during first inflation for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and was replaced with a 33/7/2/100 equalizer balloon; however during first inflation for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.